Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago from the date manufacturer was made aware. Explant date: procedure occurred two years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18415969 / 2000012181. Product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 18189972.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained.